Event description:
It was reported that a on (B)(6) 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen for implant, using a 09f amplatzer talisman delivery sheath. Patient had an atrial septal defect (asd) and pfo requiring closure. The pfo measurement was 15mm, it was decided to close the pfo whilst covering the asd, using a 30-25mm amplatzer talisman pfo occluder. During preparation, the device was released to allow an air bubble out of the loader and recaptured under saline. During this, the device had mushroomed slightly but seemed okay just before fully loading. Once in the patient, the right disc had deformed to a mushroom-like shape, and the disc would not reform despite wiggle tests. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed and when observed, the right disc still would not easily form a standard disc shape. A replacement 30-25mm amplatzer talisman pfo occluder was used to complete the procedure, utilizing the same delivery sheath. This device was prepped perfectly but again appeared to mushroom slightly before loading. However, it was decided to use the device. Once in place, the right disc had deformed to a mushroom-like shape. It was decided to release the device from the cable despite ongoing discussion. The implanter then attempted to gently push the deformed disc using a small catheter and the disc did form back into more of a disc shape at one side, though one side still remained slightly deformed. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity during device preparation was reported. Information from the field indicated that there was no interaction with cardiac structures, no angulation or kink in the delivery system and the correct size delivery system was used during the procedure. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not conclusively be determined.